Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the endovascular treatment was completed using the other equipment. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue which is due to the ippc failure. Review of the system log file showed that there was a malfunction with ippc which resulted in the image to appear and disappear during the procedure. The fse replaced the ippc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the fluoroscopy images were lost. The issue was found during clinical use, which delayed the procedure. No harm has been reported to philips.